Event description:
It was reported that a device displayed a "system error 105" message. It was also reported that there was no patient.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the reported "system error 105." Further testing was unable to identify a specific failed component. The motor was replaced as it is a known contributor of the reported symptom.